Manufacturer narrative:
PMA/510(k)#: k163468. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Meyer et al 2023- wallflex® and evolution® duodenal stents have similar efficacy but different safety for malignant gastric outlet obstruction. We included 129 patients: 74 received wallflex r stent and 55 received evolution stent. Included patients were followed up by until december 31, 2020. Between may 1, 2018 and june 30,2020, all patients had evolution duodenal (cook medical, winston-salem, nc, USA). All procedures were performed using therapeutic gastroscopes or duodenoscopes. All patients were sedated by the intravenous administration of sedatives. Both stents are non-biodegradable metal stents made of nitinol with a body diameter of 22 mm, a flare diameter of 27 mm, and a length of 6, 9, or 12 cm depending on the length of the stricture. Contrast material was injected to determine the length of the obstruction and the length of the stent to be used. Both stents are already preloaded on a 10f delivery system, inserted, and deployed over a 0.035-inch guidewire. After the deployment of each stent, its patency was verified by injecting the contrast material into the oral side of the location where the stent was deployed. Case 1 - severe gastric bleeding - one patient had severe gastric bleeding, 8 months after duodenal stent placement for a locally advanced pancreatic adenocarcinoma. The endoscopy showed a large, deep ulcer in the fundus nearby the dismantling of the trans-pyloric proximal end of the stent. Previously reported in pr # (B)(4). The patient received a new duodenal stent to crush the dismantled mesh between the stent and the mucosa and patients had no further complications. Endoscopic diagnostic procedure 55 patients received an evolution stent. All consecutive patients older than 18 years of age, who underwent duodenal stent placements for malignant gastric outlet obstruction between september 1, 2013 and december 31, 2020, were included. Three patients were excluded because they were lost to follow-up after the procedure.

Manufacturer narrative:
PMA/510(k)#: k163468. Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file is related to (B)(4) and it was created in response to the attached literature study ¿meyer ¿ wallflex and evolution duodenal stents have similar efficacy¿. Manufacturing records review: prior to distribution all evolution duodenal controlled-release stent - uncovered devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data review: historical data was not reviewed as the lot number is unknown. Instructions for use and/label review: it should be noted that the instructions for use (ifu0053) lists "erosion of the luminal mucosa", "hemorrhage" and "ulcerations" as potential adverse events. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to patient pre-existing conditions and/or known adverse events. It is possible that the stent dismantled due to tumour progression. The bleeding reported was due to a large deep ulcer which was caused by the dismantling of the stent. As previously mentioned, the IFU lists "erosion of the luminal mucosa", "hemorrhage" and "ulcerations" as potential adverse events. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01 x used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the literature paper, the patient received a new duodenal stent, the patient had no further complications.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 26-sep-2024.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file is related to pr 414793, pr 414799, pr 414800 and it was created in response to the attached literature study ¿meyer ¿ wallflex and evolution duodenal stents have similar efficacy¿. Manufacturing records review: prior to distribution all evolution duodenal controlled-release stent - uncovered devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data review: historical data was not reviewed as the lot number is unknown. Instructions for use and/label review: it should be noted that the instructions for use (ifu0053) lists "erosion of the luminal mucosa", "hemorrhage" and "ulcerations" as potential adverse events. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to patient pre-existing conditions and/or known adverse events. It is likely that tumour progression caused the dismantling of the stent, this led to an ulcer and severe gastric bleed. Also, as previously noted, the IFU lists "erosion of the luminal mucosa", "hemorrhage" and "ulcerations" as potential adverse events. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01 x used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the literature paper, the patient received a new duodenal stent, the patient had no further complications.

Event description:
A supplemental correction report is being submitted following a review of this complaint file on 02-oct-2025.